Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced fluctuating blood glucose (bg) levels 54 mg/dl - 370 mg/dl. The customer consumed sugar and carbs address low bg level. The customer bolused and changed out the supplies to manage high bg level. Reportedly, the customer was swimming most of the day when bg levels were unable to stabilize. The possible cause of the bg levels were unknown and the contact declined to troubleshoot.